Event description:
It was reported that the customer had a broken belt clip. The customer's blood glucose level was 400 mg/dl. Customer stated that it broke as he was using it. Customer treated with a manual injection. Belt clip will be replaced as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.